Event description:
It was reported that a spectrum iq pump over infused during therapy in the tower 2. It was programmed with a volume to be infused of 500 ml with a rate of 20 ml/hr. It was alleged that the infusion completed in 3 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Functional flow accuracy testing was performed and found that the device underinfused. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate assembly out of adjustment. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.